Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant of the implantable pulse generator (ipg) due to a suspected infection. The patient's symptoms included swelling and a skin perforation near the ipg. The patient is doing well postoperatively. Cultures of the ipg were collected however, the results have not been disclosed at this time. The explanted device was retained by the facility and will not be returned to boston scientific for analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product codes: pjs, nhl.